Event description:
It was reported that the area to be treated was a large aneurysm in the left anterior descending artery (lad). The 3.0 x 16 mm graftmaster stent did not cross to the aneurysm and during retraction of the device, the stent dislodged from the stent delivery system into the aorta. No resistance was noted during retraction. No attempt was made to retrieve the dislodged stent. A 3.5 x 16 mm graftmaster was implanted successfully to treat the aneurysm. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Failure to advance can be affected by numerous factors including, but not limited to, patient anatomical morphology (tortuosity or calcification), product placement technique, product size selection, accessory device support, or interaction with accessory devices. Additional information was requested regarding the vessel and lesion anatomical characteristics; however, clarification was not provided. Based on the limited information, a conclusive cause cannot be determined for the reported failure to advance. Although there was no reported resistance during removal, it is possible that the graftmaster stent dislodged due to interaction with the guiding catheter tip because it was not well-aligned. However, this cannot be confirmed, and a conclusive cause cannot be determined for the dislodged stent. It was reported that the graftmaster stent was intended to treat large aneurysm, which is not specifically listed in the graftmaster indication statement. The indications section of the graftmaster otw instructions for use states: the jostent graftmaster is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. This reported deviation from approved indication does appear to have directly caused or contributed to the reported event as another graftmaster stent was able to cross and treat the lesion. A review of the device history record revealed that stent dislodgement force testing met specification, and there were no non-conforming material records, indicating all lot release testing results met specification. Also, a query of the complaint database revealed no other incidents reported for the reported lot. Based on the review of the device history record and complaint history for this lot, there is no indication of a product quality deficiency. During manufacturing, all stent delivery systems are 100% inspected for stent damage and proper stent placement. Additionally, a sampling of units is destructively tested to verify proper guide wire movement, proper guiding catheter movement and stent dislodgement force.